Event description:
A report was received that the patient had overstimulation and will undergo ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had overstimulation and will undergo ipg explant procedure.

Event description:
A report was received that the patient had overstimulation and will undergo ipg explant procedure.

Manufacturer narrative:
Additional information was received that the there was no device malfunction suspected.